Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has high impedances on their left extension which is preventing the system from entering MRI mode. Surgical intervention may be pending to address this issue.